Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735786, serial/lot #: (B)(4), product ID: 9735999, serial/lot #: (B)(4). A medtronic representative visited the site to evaluate the equipment. Hardware parts were replaced. No other products have been returned to medtronic for analysis. Information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was a computer malfunction due to this system not booting. There was no patient involved. Additional information was received. It was reported that the issue was resolved by replacing the spares the following day (B)(4) 2021. Additional information was received. It was reported that this issue occurred pre-operatively. The system was used in a surgery "in standard condition after the next day."